Event description:
It was reported that this implantable pulse generator was suspected to be exhibiting premature battery depletion. The power usage was observed to be at 143% despite only pacing 13%. A copy of device memory was saved and submitted to technical services (ts) for review of device data. A ts consultant discussed that the power consumption has been increasing abnormally. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. A return request has been submitted to the field for product return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pulse generator was suspected to be exhibiting premature battery depletion. The power usage was observed to be at 143% despite only pacing 13%. A copy of device memory was saved and submitted to technical services (ts) for review of device data. A ts consultant discussed that the power consumption has been increasing abnormally. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Event description:
It was reported that this implantable pulse generator was suspected to be exhibiting premature battery depletion. The power usage was observed to be at 143% despite only pacing 13%. A copy of device memory was saved and submitted to technical services (ts) for review of device data. A ts consultant discussed that the power consumption has been increasing abnormally. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. A good faith effort was submitted for return request. No response was provided.

Manufacturer narrative:
The device has not been returned for analysis. Despite good faith efforts to obtain product return and additional information, objective evidence was not available to determine the root cause of the clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.